Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted and resolved by itself. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted and resolved by itself. No patient harm was reported. Investigation summary: multiple follow-up attempts have been made regarding the return of the device, but the customer has been unresponsive. A definitive root cause could not be determined since the complaint device has not been returned for evaluation. Possible causes of spontaneous shutdown may include power loss or hardware component failure. Power loss can occur due to issues with a ups, loose or damaged power cables, or site outages. If connecting the cns to a ups, the customer should ensure this is periodically checked and charging properly to prevent power loss on the cns in the event of prolonged site outages or issues with the site's power outlet. Loose or damaged power cables can occur through user mishandling such as when relocating the device or switching accessories. Hardware component failure can occur through physical damage or fluid intrusion from user mishandling, power issues from outages or surges which can affect the integrity of circuit boards, or wear-and-tear which depends on device age and frequency of use. Replaceable hardware components that affect operation and bootup of the cns may include hdds, cpu fan, or the ram stick. Review of the complaint device's serial number shows that the unit has been in service for over 10 years and does not have any other tickets related to this issue or component replacements. Due to the age of the device, wear-and-tear may be a likely contributing factor to any possible hardware component issues. Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6. B6. B7. D10. Attempt #1 05/15/2023 emailed customer for all items under the no information section. No reply was received. Attempt #2 05/17/2023 emailed customer for all items under the no information section. No reply was received. Attempt #3 05/24/2023 emailed customer for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaspontaneously rebooted and resolved by itself. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted and resolved by itself. They would like to send the cns in for an evaluation and repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided.